Event description:
Medtronic received a communication regarding a bronchoscope getting stuck in broncho-cath tube. It was alleged that the broncho-cath tube malfunctioned and customer had to replace the patient tube. It was reported that they used a non-medtronic bronchoscope. It was indicated that there was no further patient injury.